Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Manufacturer narrative:
(B)(4). Concomitant medical product: 00590102000 - headless trocar drill pin ¿ 64263779. Foreign: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01692.

Event description:
It was reported that during an initial knee surgery, the pin would not release from guide. The surgery was finished with the correction cut block. No known adverse event was reported. Attempts have been made and no further information has been provided.